Event description:
Patient on bubble CPAP. Clinical staff noted difficulty maintaining adequate bubble, troubleshooting completed and noted crack in nasal tubing. Rt notified and new nasal tubing utilized. Bubble CPAP maintained adequate bubbles. Patient remained stable and no apparent harm to patient.